Event description:
It was reported that during a stenting treatment procedure removal difficulties and stent damage occurred. The lesion being treated was located in the calcified left anterior descending artery. The physician advanced a 2.50x20 mm promus element stent delivery system (sds), but was unable to cross the lesion. Upon removal of the sds from the patient, the proximal edge of the stent became caught on the tip of the non-bsc guide catheter and the stent shortened. The physician was unable to removed the sds from a non-bsc guide catheter and two non-bsc guide wires. Using a snare, the physician secured the stent and the devices were removed as a unit. No further complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure removal difficulties and stent damage occurred. The lesion being treated was located in the calcified left anterior descending artery. The physician advanced a 2.50x20mm promus element stent delivery system (sds) but was unable to cross the lesion. Upon removal of the sds from the patient, the proximal edge of the stent became caught on the tip of the non-bsc guide catheter and the stent shortened. The physician was unable to removed the sds from a non-bsc guide catheter and two non-bsc guide wires. Using a snare, the physician secured the stent and the devices were removed as a unit. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned inside a launcher guide catheter with the stent still caught in a snare. A snare device was also returned. The stent was damaged and had moved on the balloon distally by 8mm. The proximal end of the stent of the stent was still attached to the snare and was bunched up and damaged. There was traces of blood covering the device. The proximal end of the balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hub and the strain relief of the device had been detached and was not returned for analysis. No kinks or damage were noticed along the shaft of the device. There was no damage noted to the tip of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).